Event description:
Customer at first noted that the "thick" driver arm appeared to be separated from the driver block. Then after further inspection arms appeared ok. During troubleshooting leadscrew did not make complete rotation and no alarm occurred. Stated unit not dropped or exposed to moisture.